Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker was found to be in back-up vvi mode, likely due to electromagnetic interference. The patient later visited the clinic for further interrogation; however, the device could not be interrogated. The physician suspected that the back-up vvi mode was triggered by water ingress in the header. The pacemaker was explanted and replaced. The patient was in stable condition.